Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported during a t9-s1 posterior spinal fusion that took place on (B)(6) 2013, an instrument broke inside the patient. The distal tip of the awl broke when the surgeon was using it in the pedicle of s1 on the left side of the patient. Another pedicle prep set was opened and a new awl was used to complete the procedure with no effect to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The tip appears to have failed in shear (during counter-clockwise torsion) in the sacrum, although off-axis loading may have also occurred. The amount of torque/off-axis loading lead to stresses above the tensile strength of the instrument tip. The engineer reviewed drawing 388.656 rev b. The material 17-4 ss is adequate for the devices intended use. It should be noted however that there is no heat treatment call out on the drawing. Based on the u.s. Sales of pangea, matrix, and u.s.s. Locking caps/nuts between 6/2011 and 6/2013, (B)(4).